Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms, a system stop due to a brief driveline disconnect, and transient low flow alarms. A specific cause for the events could not be conclusively determined through this evaluation. Log files were submitted for review that included driveline power fault alarms per abbott technical services. It was reported that the patient¿s modular cable was damaged, so it was replaced on (B)(6) 2021. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted log files were reviewed and contained data from (B)(6) 2021 through (B)(6) 2021. Intermittent low flow controller fault flags were captured through the log file data, 2 of which lasted 10 seconds or longer to result in transient low flow hazard alarms. Elevated pulsatility index (pi) values were also noted during the low flow events. The driveline was briefly disconnected on (B)(6) 2021 which stopped the pump until the driveline was reconnected approximately 30 seconds later. The driveline disconnect event was associated with lvad (left ventricular assist device) off, low flow, and driveline disconnect alarms. The driveline power fault alarm was activated on (B)(6) 2021 and remained active throughout the remainder of the log file. The stored patient speed was briefly adjusted via the system monitor to below the low speed limit resulting in low flow and low speed alarms. The pump otherwise operated at the set speed without issue. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11oct2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, driveline disconnect, and driveline power fault, as well as the appropriate actions associated with them. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ the heartmate 3 lvas patient handbook, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the low flow hazard, driveline disconnect, and driveline power fault, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-06441. It was reported that the patient had a driveline disconnected on (B)(6) 2021. There were low flows with high pi readings. These looked to be physiological in nature. There was also a driveline power fault due to a pwr_a_broken faults. It was recommended to exchange the modular cable and system controller.